Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a number of inappropriate shocks to the patient resulting in therapy exhaustion. Boston scientific technical services (ts) reviewed the event and determined the shocks to be the result of the patient's atrial flutter meeting the device's programmed sustained rate duration. No changes were made to device programming. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.